Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. No motor error alarm anomaly noted motor passed motor test. Unit was received with missing end cap sticker.